Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5mg/ml at 0. 4128mg/day via an implantable pump. It was reported that the patient had a pocket revision the day of the report because their pump (located in the right abdomen) had the cap (catheter access port) pointing at 12 o¿clock which bothered him as it hit their ribs sometimes. The patient was very small and thin, and the healthcare provider advised the best option he could was to change the orientation of the pump. The healthcare provider revised the pocket so that the cap was not at 3 o¿clock. There were no issues with the product or pocket itself. Just preference on cap orientation. The environmental, external or patient factors that may have led or contributed to the issue was the patient¿s small body size. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.